Event description:
It was reported that there is faulty lock on the brace.

Manufacturer narrative:
It was reported that there is faulty lock on the brace. No injury reported. The actual device was evaluated and the customer complaint was confirmed.